Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in the field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis of the device memory indicated rv (right ventricular) oversensing. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos) on their device and right ventricular (rv) lead. The device and rv lead were reprogrammed from true bipolar sensing to integrated bipolar sensing and remain in use. No further patient complications have been reported as a result of this event.